Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-jun-04 (B)(6) (con, rep): information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is reporting that she really isn't getting pain relief on the right side of her body, low back, buttock, and leg where she really needs the stimulation. It's unknown of any factors that may have led to this issue. The rep tried to reprogramming today and all stimulation appears to remain on the left side of the patient's body. The rep requested to see x-rays which were taken in the later part of may and it appears the leads are towards the left in the epidural space. The rep spoke to the doctor's np and she will have an appointment scheduled for the patient to discuss options with the doctor. The issues has not been resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported. 2019-06-06 (rep): additional information was received 2019-06-06. It was reported the patient first noticed that they were not getting pain relief and/or their stimulation was not the right side shortly after implant. The cause of the patient's leads being towards the left was not determined. The issue has not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-sep-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is reporting that she really isn't getting pain relief on the right side of her body, low back, buttock, and leg where she really needs the stimulation. It's unknown of any factors that may have led to this issue. The rep tried to reprogramming today and all stimulation appears to remain on the left side of the patient's body. The rep requested to see x-rays which were taken in the later part of may and it appears the leads are towards the left in the epidural space. The rep spoke to the doctor's np and she will have an appointment scheduled for the patient to discuss options with the doctor. The issues has not been resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.